Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
This report is filed on december 16, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.